Event description:
An applicator issue was reported with the abbott diabetes care (adc) device. A customer reported not being able to obtain sensor readings due to an unspecified sensor application problem and as a result, the customer experienced a seizure and a loss of consciousness. The customer received an insulin (type/dose unknown) injection from both a non-health professional and a health professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An applicator issue was reported with the abbott diabetes care (adc) device. A customer reported not being able to obtain sensor readings due to an unspecified sensor application problem and as a result, the customer experienced a seizure and a loss of consciousness. The customer received an insulin (type/dose unknown) injection from both a non-health professional and a health professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.